Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they were having issues charging their implant and the issue began probably a month or two ago. Patient stated that they had to unplug the recharger several times in order to connect with their implant. Patient also stated that the last time they charged their implant, the implant in their body got really hot and they shut down their device for 24 hours. Patient noted that it was bad enough that they put an ice pack over the implant because it was so noticeably warm. Agent had patient reset the controller; patient confirmed that their controller powered on. Agent had the patient inspect their recharger for any visible damage; patient confirmed there was any visible damage to the equipment. Agent walked patient through a passive recharge assessment; patient reported no device found and hit recharge and got all 96's for the values. Agent had the patient place the paddle over the recharger box and reported 95 low and 96 high. Patient raised the paddle away from the relay box and reported 95 95 96; agent confirmed that it was a wire issue. Patient also mentioned that they have not had anything done to mess with their implant since they had it put in, so the implant getting warm was a medtronic issue and that they wanted to have that issue followed up on because they thought it was weird and disturbing. Agent attempted to redirect the patient to their doctor but patient reiterated that they are not going to see their doctor because it is a medtronic issue. The issue was not resolved. Troubleshooting did not resolve the issue. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.